Event description:
During above inter-facility transport, the above pt was on the transport eagle ventilator. While in transit the ventilator went into ventilator failure code #5/then system failure. The pt was promptly assessed and removed from the ventilator and ventilated/oxygenated with bvm and oxygen. Secondary ventilator placed on pt without subsequent problems noted. Per reporter - eagle ventilator 700 series model 754 user manual (section 5 alarm functions; page 5-5) failure code #5 - failure of exhalation backup solenoid. Dates of use: 2008. Diagnosis or reason for use: patient ventilator dependant.